Event description:
It was reported that; the customer reported that the patient was undergoing revision surgery and that during the case the tulip head became detached from the screw shaft. It was removed in the correct way using the adjustment driver without excessive force. The shaft was then removed using the driver also. The surgeon would like to know why the tulip head detached during explantation because when the patient was opened the head was intact.

Event description:
The customer reported that the patient was undergoing revision surgery and that during the case the tulip head became detached from the screw shaft. It was removed in the correct way using the adjustment driver without excessive force. The shaft was then removed using the driver also. The surgeon would like to know why the tulip head detached during explantation because when the patient was opened the head was intact.